Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Upon visual/microscopic inspection of the returned subject device, it was noted that the stent was found to be partially deployed. Significant amount of blood was noted with the stent and stent delivery catheter. The stent stabilizer was found to be kinked/bent. The stent delivery catheter was found to be kinked/bent. The stent was found to be intact. During functional inspection, the stent failed/unable to deploy functional test ¿ failed. It was difficult to flush the device due to dry blood within the stent and the stent delivery catheter. The device was flushed few times and significant amount of blood exited the stent delivery catheter. The stent could not to be deployed. The stent was pulled from the distal site of the stent delivery catheter. The reported stent failed/unable to deploy was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the stent stabilizer and stent delivery catheter were found to be kinked/bent. The stent was found to be partially deployed and could not be deployed during functional test. An assignable cause of procedural factors will be assigned to the as reported 'stent failed/unable to deploy' and as analyzed 'stent partial deployment', as the issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the 'stent delivery catheter kinked/bent' and 'stent stabilizer kinked/bent', as these issues appear to be associated with handling of the product or portion of the product during the procedure.

Event description:
The subject stent was returned for analysis and the device investigation revealed that subject stent was partially deployed out of the delivery system.